Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia due to the possible over delivery anomaly and the differences between sensor glucose and blood glucose levels. The customer reported blood glucose value of 125 mg/dl. The customer was treated with carb intake. The event involved product(s) mmt-397a, mmt-1880, mmt-332a, mmt-7040ma. Troubleshooting was partially performed for low blood glucose as declined by the customer. The customer has used the insulin pump system within 48 hours of the reported low blood glucose event. Troubleshooting was performed for difference between glucose values. The customer blood glucose was 125 mg/dl and sensor glucose value was 50 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 75 mg/dl and it was beyond 30% limit. Explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-1880. No product return is required for mmt-332a. The customer will discontinue the use of the sensor. Mmt-7040ma was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.